Manufacturer narrative:
Continuation of concomitant products: 4598 lead implanted (B)(6) 2018, dtma1qq crtd implanted (B)(6) 2018, 6947m lead implanted (B)(6) 2018. Product event summary : the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead d eveloped a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular pace/sense lead was returned to the manufacturer after being explanted due to a device upgrade, and subsequently tested out of specification. No patient complications have been reported as a result of this event.